Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported " the doctor stated that during removal the stylet frayed" add info rcvd (B)(6) 2020: a catheter with a frayed stylet. She reports that the hub of the stylet was flushed, but when the stylet was removed, it was frayed. The catheter was disposed of at the facility.